Event description:
It was reported that the patient presented in the clinic. It was noted that the right ventricular (rv) lead exhibited high, out of range pacing impedance and high defibrillation impedance due to scar tissue formation at the injury point. Capture loss was also noted. Lead fracture was hypothesized by the physician. The rv lead was capped and replaced on (B)(6) 2025. There were no patient consequences.